Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information have been added that, the patient alleged burning/stinging sensation accompanied by a distinct odor in my nasal passages and runny nose. Section b7 should have been: the patient has a medical history of sleep apnea. Section g3, h6 (health effect - clinical code) have been updated with new information in this follow-up report.